Event description:
Philips received a complaint on patient information center ix indicating that during repair for a separate issue, the field service engineer (fse) identified that the unit was missing its speaker. The device was reported to be in clinical use. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included visual confirmation that no speaker was connected to the system. Based on the results of the analysis, the cause of the reported problem was the device had been incorrectly setup by the customer without a speaker connected. The issue was resolved by providing a quote for a replacement speaker assembly.